Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 7.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. Approximately 9¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. (B)(6) appeared to have been exposed to a fixative agent prior to being returned for evaluation. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Additionally, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted for driveline infection on (B)(6) 2020. The patient was transplanted on (B)(6) 2020.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.  No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient underwent a heart transplant. It was reported the outcome was device related. The device was explanted. The device will not be returned for evaluation. The patient was moved to the top of the transplant list because of a persistent driveline infection. The patient required IV antibiotics and admission to the hospital for treatment. Cultures from driveline were positive for serratia marcescens, proteus mirabilis, and enterococcus faecalis. The patient had abdominal pain, fatigue, and driveline drainage.